Manufacturer narrative:
The t:slim x2 user guide states that you must also have adequate vision and/or hearing in order to recognize your pump alerts., always remove all air bubbles before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 300 units. The customer received another minimum fill when troubleshooting with tandem technical support. The customer's blood glucose level was 198 mg/dl. A clinical diabetes educator (cde) met with the customer and a cartridge load process was reviewed. The cde stated that the customer has vision issues and while loading the cartridge, an incorrect insulin amount was used and air was not removed from the cartridge/tubing correctly. The cde recommended that the customer's spouse assist the customer with the filling of the cartridge. The customer also met with a healthcare provider and confirmed that the pump was functioning properly.